Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage observed and no arcing observed during the procedure. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation not reported by site was also identified: the fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage near the distal clevis. Electrical continuity was performed and passed. No damage to the conductor wire was observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had broken wire. The procedure was completed with no reports of patient injury.